Manufacturer narrative:
The insulin pump was received with a corroded battery tube, corroded battery tube spring, minor scratches on the display window, cracked casing at the display window corners, a broken reservoir tube lip, and a cracked belt clip slot. The unit was also received with a blank display anomaly due to a corroded battery tube. The battery out limit alarm and motor error alarm could not be verified due to the blank display. The insulin pump had moisture damage on the electronics. The unit was received with a corroded motor home switch. (B)(4).

Event description:
The customer reported via phone call that her insulin pump was exposed to theme park water and that she has had to replace her battery three to four times within the past few days. The device alarmed battery out limit despite the battery being inside of the insulin pump. Troubleshooting was initiated and the battery suddenly went from full bars to only one bar. Corrosion was noted inside of the battery compartment. The battery cap contacts and the battery compartment spring were damaged as well. Additionally, the device alarmed motor error at one point. The drive support cap appeared normal. The device passed the rewind and displacement tests as well. However, the insulin pump was returned and replaced for the battery compartment damage.